Event description:
The patient contacted animas on (B)(6) 2013, reporting that upon waking and attempting to bolus she observed that the pump was without power. The patient stated that upon waking at 11am, her blood glucose (bg) was 30.1 mmol/l. At 11:30am, her bg was hi and she administered 20units bolus and at 1:30pm, her bg was at 17mmol/l. The patient reported that the received a low battery alarm at approximately 12:35, the preceding afternoon and did not change the battery. This report is being made due to the patient's alleged hyperglycemic event that resulted from an inadequate response to a pump alarm.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error (inadequate response to pump alarm).